Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. The device history record for the lot was reviewed. No abnormalities that could have contributed to a tip burr resulting in a ruptured posterior capsule were found. The product was released according to the alcon's acceptance criteria. Root cause: because a sample was not returned to support the presence of a burr on the polymer I/a tip and no evidence of nonconformity could be found in the lot record review, the root cause for the posterior capsule rupture cannot be determined. It is unclear how the product could have contributed to the reported event based on the product meeting all manufacturing specifications. Because the root cause is unk, no malfunctions were confirmed and no similar incidents can be identified. (B)(4).

Event description:
A surgeon reported that a posterior capsule tear occurred during the polish mode, and it is suspected that there was a burr on the irrigation/aspiration tip. Additional information has been requested.